Event description:
The customer reported via phone call that she needed assistance programming the insulin pump's settings. The customer also reported that she had been hospitalized with a blood glucose level of 22 mg/dl. The customer was able to program the device successfully and will not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.